Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of ascss0065 showed no other similar product complaint(s) from this lot number.

Event description:
The facility reported the following: "pt c/o "leaking" of IV tubing approximately 5-7 minutes after start of taxotere. Taxotere infusion stopped at approximately 0810. Rn noted pt blouse under port site was wet. Blue barrier pad placed between pt skin and wet blouse. Flushed port site through small side port tubing in port needle set. Good blood return noted and flush IV fluid started. Side port noted to be faulty and continued to leak IV fluid even after alcohol cap placed on side port. IV flush infusion stopped and port de-accessed. Pt changed shirt into hospital provided scrub top and pt shirt placed in sealed plastic bag. Pt instructed to wash soiled shirt in hot water when she gets home per chemo safety at home instructions pt verbalized understanding. Port re-accessed with new huber needle. Port site flushed with ns with no leaking noted. Taxotere restarted at 0832".

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of ascss0065 showed no other similar product complaint(s) from this lot number. (B)(4).

Event description:
The facility reported the following: "pt c/o "leaking" of IV tubing approximately 5-7 minutes after start of taxotere. Taxotere infusion stopped at approximately 0810. Rn noted pt blouse under port site was wet. Blue barrier pad placed between pt skin and wet blouse. Flushed port site through small side port tubing in port needle set. Good blood return noted and flush IV fluid started. Side port noted to be faulty and continued to leak IV fluid even after alcohol cap placed on side port. IV flush infusion stopped and port deaccessed. Pt changed shirt into hospital provided scrub top and pt shirt placed in sealed plastic bag. Pt instructed to wash soiled shirt in hot water when she gets home per chemo safety at home instructions pt verbalized understanding. Port reaccessed with new huber needle. Port site flushed with ns with no leaking noted. Taxotere restarted at 0832.". 09/11/2018 per medwatch: patient was accessed with a 20g 3/4 inch safestep huber needle primed with normal saline. No issues identified at that time. Premedication and fluids ran without issue. Blood return was checked via the side port on huber prior to administering chemotherapy. 5/7 minutes later, patient complained of "leaking" of IV tubing. Chemo infusion stopped immediately. It was noted that patient's blouse around the port insertion site was wet. Blue barrier pad placed between patient's skin and wet blouse. Flushed huber using side port of needle set. Good blood return noted, flushed without issue and IV fluid started. Side port noted to be faulty and continue to leak IV fluid. Attempted to place alcohol cap on side port, but continued to leak. No holes or evident damage seen. IV flush infusion stopped and port was de-accessed. Port re-accessed with new huber needle. Port site flushed with ns with no leaking noted.